Manufacturer narrative:
No button error alarms were noted during testing. However, the pump had intermittent act and up buttons response due to corroded keypad traces. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received button error alarm. It was reported that the customer tried to clear the alarm by pressing act and esc, but it did not work. It was reported that the pump would be replaced and returned for analysis. No further information provided.